Event description:
As reported , the device 4k processor did not work properly during use. The image of the main monitor was lost and problem appeared several times. There was no patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
In a follow up communication with the customer, the customer confirmed that there was no damage/injury on patient. Further information have been requested during the communication with the customer, however, customer stated that further information will not be given. To date, the subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d9, g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Unable to identify a root cause. The following was confirmed. ·the image of the main monitor was lost. ·no inspection result of the device is available. ·the product was shipped with no abnormalities on manufacturing. Inspection results on otv-s400 was not available; the cause of the phenomenon was unable to be identified. Olympus will continue to monitor complaints for this device.